Event description:
Medtronic has been having a low key recall of all of their cgm's for the 670g insulin pump for the past year. The cgm is constantly failing, reporting inaccurate sugar readings and routinely asking for add'l sugar readings within a min of calibration due to hardware /software faults. I have gone through 7 of the transmitters within the first year of being on this insulin pump and also have had to replace the pump itself due to defects. Each time these transmitters fail I go several days without the cgm. The 670g pump is also having major software / hardware failure due to subpar processor and bad programming installed. The insulin pump will lag for at least 30 seconds if I get more than two notifications. Each of these incidents are causing my blood sugars to increase well beyond what they should be and due to the fact I have been watching these incidents I have just barely avoided diabetic ketoacidosis. The issue with the transmitters is so bad that if you contact their tech support, the automated system tells you if you are having problems with the transmitters you need to go online to request a replacement which will take 90 - 120 days. The connection method between the cgm and 670g is also a major issue due to the fact that it is easily interrupted by electronic devices since it is not a bluetooth connection but the old, very vulnerable 2.4ghz frequency. FDA safety report ID# (B)(4).